Manufacturer narrative:
Device passed the displacement test and self test. Format history file analysis confirmed pump error 63 due to open traces. Device received with cracked fading serial number label and pillowing keypad overlay. Toggled on/off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No displacement anomaly or motor anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarms. Customer reported that they performed self test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.